Manufacturer narrative:
Not returned to manufacturer.

Event description:
It was reported that healing collar (hc445) was stuck to the implant. Doctor was not able to remove the healing collar and had to remove the implant. They were unable to complete the case. Tooth location 3.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws,surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar was seized in the implant, and caused instrument fracture during removal. Alleged event was non-verifiable without the return of the product. A singular root cause could not be identified. (B)(4).